Event description:
It was reported to philips that x-ray was not possible due to an image disk error on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the image disks and recreated drives; system restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).